Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via telephone call that the insulin pump had been shutting off and rebooting on it's own and alarming for an error. The caller did not recall the blood glucose reading. The caller was unable to troubleshoot at the time of the call and was advised to call back once the customer was home from school and to discontinue use of the insulin pump until troubleshooting was performed. The insulin pump was not replaced or returned for analysis.